Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that they went into water insulin pump. Customer was reporting fluid inside reservoir compartment and battery compartment. Customer stated that insulin pump was not dropped and they were not hearing fluid while shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.